Event description:
During routine care resident was lying on side holding on to siderail of shower trolley having back dried off. The c.n.a. Turned to get a dry towel and heard a snap, she then turned back to find resident falling from shower trolley. All shower trollies inspected and those in question removed. New shower trollies ordered. On the actual shower trolley address appears as follows: (B)(6).